Event description:
A customer reported experiencing a cartridge alarm during the pump loading process. The customer's blood glucose level was displayed as "high," but no specific value was provided. The customer contacted technical support and confirmed that they were not incapacitated and did not need third-party assistance. Technical support educated the customer on proper procedural steps and arranged for a replacement pump to be sent. The customer was directed to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery and was advised on steps to take upon receiving the new pump. The customer acknowledged and understood all instructions, including procedures for returning the faulty pump.